Event description:
The customer reported a blue fluid leak of approximately 20ml from disconnected tubing at pinch valve pv37 on a coulter lh 500 hematology analyzer while running controls. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse found and replaced broken tubing at pinch valve pv37 to resolve the issue. The fse also replaced the pinch valve and actuator at pv37. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).